Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced "lights bursting" at night and halos immediately after the intraocular lens (iol) , model dfr00v 20.5 diopter, was implanted into the patient's ocular sinister (left eye). Account provided that patient was unable to drive at night and daily activities were significantly affected. The iol was explanted in a separate surgical procedure and a different model lens (dcb00) with the same diopter power was implanted as the replacement lens. There was no medical or surgical intervention required. Patient status was reported as fully recovered, no longer has complaints, and is happy with replacement lens. No further information was provided.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 31-jan-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was returned cut in pieces. Based on the return condition of the lens no further evaluation could be performed. No defects similar to or could have contributed to visual issue were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. Historical data analysis: a search revealed that no other complaints have been received for this po number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.